Event description:
It was reported that a skin irritation from the pod's adhesive was causing a rash and a bruise. Other symptoms included were inflammation and itchiness while the pod was worn between 4 and 24 hours. The patient went to their doctor where they were prescribed cortisone cream and a second medication to control itching at the pod infusion site (abdomen). The patients doctor advised the customer to use manual insulin and discontinue using the pod.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso11135  and eo residual levels in compliance with iso10993. Each lot  is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.